Manufacturer narrative:
The auto mode information provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was not using auto mode feature at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 580 mg/dl. Customer was in emergency room and in intensive care unit as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had symptoms of vomiting. The customer was treated with intravenous drip. Customer was using auto mode feature. Customer does not allege that insulin pump was under delivering. The insulin pump will be returned for analysis.